Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device got separated. The target lesion was located in the severely calcified proximal and middle third of anterior descending artery. A 1.75mm rotalink plus was selected for use. During the procedure, the physician first used a 1.50mm rotalink plus without any problem. Then they requested to use the 1.75mm rotalink plus as either the da vessel was calcified or they just want to exchange to a larger olive size. When a draw test was performed outside the patient, the rotation speed was unstable. When the pedal was activated at the speed of 160,000rpm, it later dropped to 120-110,000rpm sharply. The connectors were checked several times if they were properly in place. However, the physician felt a slight leak in the lower part of the device. Upon withdrawal, the 1.75mm rotalink plus got separated and the physician opted to used only the 1.50mm rotalink plus. No patient complications were reported.

Event description:
It was reported that the device got separated. The target lesion was located in the severely calcified proximal and middle third of anterior descending artery. A 1.75mm rotalink plus was selected for use. During the procedure, the physician first used a 1.50mm rotalink plus without any problem. Then they requested to use the 1.75mm rotalink plus as either the da vessel was calcified or they just want to exchange to a larger olive size. When a draw test was performed outside the patient, the rotation speed was unstable. When the pedal was activated at the speed of 160,000rpm, it later dropped to 120-110,000rpm sharply. The connectors were checked several times if they were properly in place. However, the physician felt a slight leak in the lower part of the device. Upon withdrawal, the 1.75mm rotalink plus got separated and the physician opted to used only the 1.50mm rotalink plus. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospitalares. Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the advancer handshake connection was bent. During inspection of the remainder of the device, there were no detachments identified. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device stalled and would not run due to the bent handshake connection. The sound of air escaping the device was heard during the stall. Product analysis confirmed the reported rotation issues and air leak, as the handshake connection was bent and caused a device stall; the sound of air escaping the device was heard during the stall. The reported detachment was not able to be confirmed, as there were no detachments noted during inspection of the device.